Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2014 and suture was used. On (B)(6) 2014, the patient was re-sutured due to ruptured stitches. The patient¿s condition and healing process are stable.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.